Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
During the procedure, the generator showed an unsafe conditions error message. As a result, the procedure was abandoned could not be completed.